Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. A visual inspection reported no defects. The functional evaluation found that the device could not generate or control negative pressure, establishing a relationship with the reported event. The root cause was identified as a defective pump motor. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. Complaint history for the reported event has been reviewed, revealing further instances. This investigation is now complete with no further actions deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys touch device had a leak and low pressure when providing npwt. Therapy continued with a back-up device without delay. No patient harm reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.